Manufacturer narrative:
The device has been returned; however, analysis has not yet been completed. A valid lot number was not provided; therefore, the manufacture date and complete UDI number are not available. Patient age, gender, and weight were not provided. Lot number unknown; (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated manufacture report numbers of 1058196-2014-00286 and 1058196-2014-00292.

Manufacturer narrative:
Complaint conclusion: an enterprise stent (enf452212/unknown lot) would not advance smoothly through the unspecified prowler select plus (606sxxx, lot unknown lot), so the surgeon used another stent and microcatheter (xt27, neuroform-stryker) to complete the procedure. There was no patient injury. No additional information could be obtained. A non-sterile unit of enterprise vrd and delivery was received inside of a plastic bag. The delivery wire and introducer tube were received inside the coil dispenser. The stent was received deployed and fixed with a clip and tape strip to the coil dispenser. No damages were observed on it. The microcatheter involved was not received. Functional analysis could not be performed due since the microcatheter involved was not received and the stent was received deployed. The stent was inspected under vision system and no damages were observed. Since no lot number was provided DHR review could not be performed. The failure reported by the customer as the enterprise not advancing smoothly through the prowler select plus cannot be evaluated correctly due to the condition of the returned device (stent deployed and the microcatheter involved was not received). The exact cause of reported event, could not be conclusive determined; however, procedural factors might have contributed to the cause of the failure reported by the customer. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated manufacture report numbers of 1058196-2014-00286 and 1058196-2014-00292.

Event description:
An enterprise stent (enf452212, lot unk) would not advance smoothly through the unspecified prowler select plus, so the surgeon used another stent and microcatheter (xt27, neuroform-stryker). There was no patient injury.